Event description:
During the index procedure ((B)(6) 2013) the left sfa was treated and ((B)(6) 2013) the right sfa-popliteal was treated. Approximately 19 months post treatment of the right sfa-popliteal ((B)(6) 2015) restenosis of the target lesion occurred and was treated with 2 powercross pta balloons ((B)(6) 2015). Patient recovered. Approximately 26 months post treatment ((B)(6) 2016) of the right sfa-popliteal, reocclusion of the right sfa occurred and was treated with 2 powercross pta balloons ((B)(6) 2016). Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.